Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to unlocked connector at lcd board. The insulin pump has cracked case at the display window corners and minor scratched lcd window.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive. Customer's blood glucose was 92 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer stated they were sleeping on the floor prior to the alarm occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.